Event description:
The customer reported the system is displaying a bad iris cal error message. No pt injury was reported.

Manufacturer narrative:
Awaiting customer approval for evaluation and repair. (B)(4).